Event description:
Patient was revised to address femoral and tibia loosening. The femoral component was reported to be loose at the cement/bone interface. Depuy cement was used.

Manufacturer narrative:
Examination was not possible, no samples of the bone cement were returned. A search of the complaint database found no prior reports for loosening for this part and lot number combination. The investigation was limited as the product has been identified as being approximately 5 years old and the retained samples are no longer available (in accordance with the quality retained sample procedure, scpqc-01). Provided information states the surgeon thinks the reason why the knee failed is because the pt is extremely heavy and still in varus. Provided information marked on the device experience report is marked that the products are not suspected of failing to meet specifications or contributing to the reported event. Based on investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.